Event description:
Device 1 of 2. Reference MFR report #: 1627487-2010-00852. The pt received her scs system including an ipg and paddle lead on (B)(6) 2008. It was reported on (B)(6) 2008 that the pt was feeling severe pain over the lead implant site. The pt's ipg and lead were explanted but not replaced on (B)(6) 2008. The explanted devices were returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Paddle portion of the lead had been trimmed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.